Event description:
The pt, age unk, sex, unk, weight unk, underwent surgery in (B)(6) 2011, to repair an abdominal defect that measured 34 cm x 24 cm. The surgimend device, 25 cm x 40 cm, lot number 1108029 with an expiration date of 05/31/2016, was implanted to complete the repair and close the defect. A few days later, it was determined that the device appeared to be thin and disintegrating in areas. The device was explanted on (B)(6) 2011.

Manufacturer narrative:
The mfg record for this product lot was reviewed and everything was found to be in order. Two types of bacteria were present at the surgical site. Both are known to secrete collagenase. Collagenase will enzymatically digest collagen-based biologic devices like surgimend in a short period of time. The likely cause of the failure was the presence of bacteria that digested the device.